Event description:
Screw drivers stripped during a revision surgery. The drivers also stripped the hex screw. The doctor was able to remove the screw about 5mm before stripping completely. The surgeon burned down a portion of the screw that was protruding from the bone and closed. Removal surgery will be reattempted as there was no removal set at hospital.

Manufacturer narrative:
These additional mdrs are associated with this event: MDR number: 3025141-2012-00062 part number: ap-0065-s; 3025141-2012-00064, hd-3016. Device not returned.